Event description:
A pump malfunction was reported by the customer, identified by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Customer was initially unable to reset the pump but later received assistance from technical support, successfully resetting the pump without recurrence of the malfunction code. Customer was advised to continue using the pump and to call back if the malfunction code appears again.